Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter, during a tep hernia repair, the balloon couldn't be inflated. There was no patient injury. A new device was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The dissector balloon was inflated; leak was observed from the cut. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure.the product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the process there was no unanticipated tissue loss. There was no damage to the tissue. There was no blood loss resulting from this product problem.